Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the pump supplies; however, the occlusion reoccurred. The customer's blood glucose (bg) level was in the 500 mg/dl range. The customer delivered a bolus via the pump and insulin injections were administered to address the bg level. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to use insulin injections to manage diabetes.